Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt uncomfortable and went to the hospital. The patient's presenting heart rate was 50 beats per minute via the patient monitor. On (B)(6) 2015 a heart rate of 30 beats per minute was displayed on the patient monitor. When attempting to reprogram the pulse generator, an error message was displayed. The pulse generator was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). Final analysis found that the reported output and interrogation anomalies were caused by battery depletion. The saved battery data was affected by a bit flip and since there was no information provided regarding the device parameter settings during service life, it was not possible to determine conclusively if battery depletion was normal or premature. The device was cut open and connected to an external power supply. The device exhibited normal electrical characteristics.